Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. It was reported that the customer began a new reservoir one afternoon, and the next morning it was empty. It was reported that the insulin pump stopped in the morning because of the empty reservoir. Nothing further was reported.